Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was suspected of an infection and hematoma at the implantable pulse generator (ipg) site. No further information has been obtained.

Event description:
It was reported that the patient was suspected of an infection and hematoma at the implantable pulse generator (ipg) site. No further information has been obtained. Additional information was received that the physician believes the infection was procedure related. The patients bandaging was changed, and patient is now doing better.